Manufacturer narrative:
A review for similar tickets for lot 86377un18 found no other complaints and no trends related to this issue for the product. Return testing was not completed as returns were not available. The alinity c system operations manual provides troubleshooting for results issues, which includes the possibility of expired reagents as a probable cause. The manual also provides cautions against using expired reagent. The system also alerts the user if reagent is expired. Use error caused the issue as the customer used expired reagent when they reported the discrepant results. Once the customer recalibrated r1 and r2, cleaned cuvettes and replaced the water in the water bath, the issue did not recur. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on our investigation no product deficiency was identified for the alinity c creatinine, lot 86377un18.

Manufacturer narrative:
Patient identifier multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete there was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated alinity c creatinine results on three patients. The results provided were: sid (B)(6) = 2.52mg/dl / 0.93mg/dl; sid (B)(6) = 2.52mg/dl / repeated = 0.91mg/dl; sid (B)(6) = 20.6mg/dl / repeated = 86.6mg/ dl (normal range 0.20 to 37.00mg/dl). There was no reported impact to patient management.